Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was high pacing lead impedance and high capture threshold on the rv lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.